Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that system fault 41,541 occurred 1 0 0 3 was recorded in history. During analysis, the customer?s problem was confirmed. The device found error code 41541 on the screen display during power up. The error code 41541 indicated a problem with latch_lock_bits_not_high or latch lock flex sensor issue. It determines that a faulty latch lock flex sensor is the root cause of the issue. Therefore, the latch lock flex sensor will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 41541. No adverse effects were reported.